Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that after an unspecified surgical procedure, it was observed that the small battery drive device, while in the switched-off state, with the battery still attached and the devices placed on the instrument table, suddenly began to burn out and emitted smoke, accompanied by a burning smell. It was reported that no sparks were observed. It was reported that black marks, consistent with burn traces, were noted on the battery housing. However, there were no signs of melting or deformation. The procedure had already been completed using the device and the battery and the devices had been placed aside after the completion of the procedure. It was reported that the event occurred while the patient was still on the operating table and the medical staff was preparing to transfer the patient out of the lab. It was reported that the device was not in contact with the patient or the medical staff when the incident occurred. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A service history record review was performed and the result was not relevant to the current complaint.